Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: (B)(4), model: 100-9814, batch: 800011.

Event description:
It was reported that the patients symptoms were increasing after having two spacer implants for over a year. The patient underwent a revision procedure to have both spacers explanted. The explanted devices were discarded in the operating room. The patient was doing well postoperatively and reported that their back pain had improved.